Manufacturer narrative:
A manufacturing review could not be conducted as the lot is unknown. Visual inspection: the probe was returned. The cutting cannula was bent to the right at the base of the probe cover. The lever was disengaged, as expected for a used probe. The main probe assembly was pushed back on the probe cover. The cannula driver was in its initial position. The slider was pulled out from the slider cover, indicating that the clutch wheel was not engaging the internal gears, and that the probe was in prime/pierce mode. The sample notch appeared to be in its initial position. The gears were in alignment. Performance/functional evaluation: due to the bent cutting cannula, functional testing could not be performed with the probe. As functional testing could not be performed, the probe cover plate was removed to inspect the internal components. The gears and toothed rack were noted to be intact. There were no other anomalies noted. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a bent cutting cannula near the base of the probe cover. The investigation is inconclusive for difficult to remove as the reported conditions of use could not be recreated. Per the event description, it was noted that the needle was being advanced into a dense mass, therefore it is possible that patient factors may have contributed to the event. However, the definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) states: precautions do not use the finesse® ultra biopsy probe without the integrated coaxial cannula. The integrated coaxial cannula may be removed after the biopsy to retain a track to the biopsy site when placing a tissue marker. The finesse® ultra breast biopsy system should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. Potential complications potential complications are those associated with any percutaneous removal/ biopsy technique for tissue collection. Potential complications are limited to the region surrounding the biopsy site and include hematoma, hemorrhage, infection, a non-healing wound, pain and tissue adherence to the biopsy probe while removing it from the breast. As per routine biopsy procedures, it may be necessary to cut tissue adhering to the biopsy probe while removing it from the breast.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. A manufacturing review could not be performed as the lot number is unknown. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a ultrasound breast biopsy in dense tissue, when the physician was attempting to position the needle for sampling the needle bent. The bend occurred on the outer portion of the needle close to the green hub of the coaxial. The physician experienced resistance when removing the probe. The procedure was completed with a different device. There was no report of patient injury.